Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.